Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil slightly protruded from the catheter's tip during removal. The target lesion was located in the internal iliac artery. A 6mm x 20cm interlock¿-35 was selected for use. During the embolization of internal iliac aneurysm, an imager 2 catheter was used with the interlock¿ coil. However, it was noted that the coil became stuck in the distal portion of the catheter and usage was discontinued. During removal of the coil and catheter, it was further noted that the coil was slightly protruding from the catheter's tip and resistance occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A coil, introducer sheath and delivery wire were returned. The coil was found interlocked inside the introducer sheath. The coil was removed from the introducer sheath and friction was felt. The coil was found with some dry blood. The twistlock was found open. The introducer sheath was inspected and no damage was found. The amount of blood in the introducer sheath confirming that the continuous flush was not maintained. The delivery wire was inspected and no issues noted. Microscopic inspections of the zap tip shape and surface of the coil and delivery wire, and the interlocking arm of the delivery wire and coil were inspected and no damage were noted. Dimensional inspection of the delivery wire noted that the outer diameters of the weld and the wire arm, and the wire zap tip were within specifications. Dimensional inspection of the main coil noted that the outer diameter of the zap tip and the primary coil were within specification; however, the number of distal and proximal fiber bundles were out of specifications. The incorrect fibering was a resulting of the coil stretched. The outer diameters of the distal, medium and proximal sheath were within specification. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: dfu states that: "in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).

Event description:
It was reported that the coil slightly protruded from the catheter's tip during removal. The target lesion was located in the internal iliac artery. A 6mm x 20cm interlock -35 was selected for use. During the embolization of internal iliac aneurysm, an imager 2 catheter was used with the interlock coil. However, it was noted that the coil became stuck in the distal portion of the catheter and usage was discontinued. During removal of the coil and catheter, it was further noted that the coil was slightly protruding from the catheter's tip and resistance occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was stable.